Event description:
Patient presented for a right total hip arthroplasty, at conclusion of case, it was noted that a piece had broken off of the pin adapter. All pieces were retrieved and accounted for. FDA safety report ID# (B)(4).